Event description:
Pt was burned during cardiac pacing in ICU. Pt was transferred from one unit to another and the defibrillator was changed but the pads remained the same as the pt was not yet stable. As such, pt received minor chest burns. Second device pd1200 - approximate age of device - 10 years.